Manufacturer narrative:
(B)(4)

Event description:
The customer alleges a removal of the wire was not possible. During removal of the needle and wire, the wire unraveled.

Manufacturer narrative:
(B)(4). The customer returned one lid stock, guide wire, and introducer needle for evaluation. The guide wire was returned through the introducer needle. The sample contained signs of use in the form of biological material in the introducer needle and on the exterior of the guide wire. Visual examination revealed the core wire broke and unraveled from the distal area of the wire. The core wire was pinched, indicating the break was due to excessive force. The outer diameter of the returned guide wire was measured and was found to be within specification. The length of the guide wire could not be measured as it was damaged and lengthened by unraveling. The inner diameter of the returned introducer needle could not be measured as the guide wire could not be removed from the needle. A manual tug test confirmed both the proximal and distal welds are fully intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to avoid possible severing of spring-wire guide". (Con't) other remarks: the reported complaint of guide wire/needle resistance was confirmed by complaint investigation. The core wire broke near the distal end and the guide wire was unraveled. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges a removal of the wire was not possible. During removal of the needle and wire, the wire unraveled.